Manufacturer narrative:
H10-the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was duplicated .it was found that the tube could be easily detached from the fitting, as indicated by the customer. This is a known issue that has subsequently been resolved with eco (B)(4), CAPA 000000980. The circuit assembly was discovered to be manufactured prior to the activation of eco. The reported issue happened to 2 lot numbers. Please refer to (B)(4) for the other incident (lot # 0004183411). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator circuit disconnected while on a patient. Intervention was done to prevent patient harm. Furthermore, there was no patient harm associated with the reported event.